Manufacturer narrative:
This report is for 1 of 6 devices that may have been involved in the event, as it is unknown which device malfunctioned. (B)(4). Examination of returned device found no evidence of product non-conformance. During the evaluation, the bearing and baseplate showed evidence of excessive wear while the other components showed evidence of normal wear. Also the taper adapter showed no evidence of fracture. A conclusive root cause could not be determined. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "wear and/or deformation of articulating surfaces." This report is number 7 of 7 mdrs filed for the same event (reference 1825034-2015-04455 / 04456 / 04458 and 2016-03900 / 04373 / 04374 / 04375).

Event description:
It was reported by the patient to the legal department that the patient had an initial right total shoulder arthroplasty. Subsequently, the patient had a right manipulation approximately 6 months post-implantation and a revision to a reverse shoulder approximately one year post-implantation due to minimal mobility. The patient underwent a second revision approximately one year post-implantation due to allegations of a snapping sound, pain, limp arm, fractured taper adapter, and disassociation of the glenosphere. During the revision it was noted by the surgeon that two screws had damaged the bone and there was damage to the implant and bearing. This report is based on allegations set forth in the patient's claim, there is no legal representation at the time of receipt of complaint. Operative reports indicated the first revision was performed approximately one year post-implantation due to the patient's rotator cuff dysfunction and pain. It was also noted that the patient had tightness present. The hemi-arthroplasty was revised to a reverse shoulder. The second revision op report (approximately one year post-implantation) noted that the glenosphere was loose in the joint space. The baseplate was then examined and found to be damaged on the inferior aspect. Additionally, the inferior screw was loose. All components were removed and invoices shows that the patient was converted to a hemi-arthroplasty. The bone voids were grafted with competitor cortical cancellous bone. A humeral head and a taper adaptor were implanted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was confirmed as product was received and medical records were obtained. DHR was reviewed and no discrepancies relevant to the reported event were found. Dimensional analysis was unable to be performed as the taper adapter was still inside the glenosphere and the bearing was still in the tray. The taper adapter had not fractured. Disassociation of the glenosphere can occur as a result of impingement, placement of implants, central screw not being completely seated, the patient performing tasks too early after surgery, or patient bone quality. The second revision op report (approximately one year post-implantation) noted that the glenosphere was loose in the joint space. The baseplate was then examined and found to be damaged on the inferior aspect. Additionally, the inferior screw was loose. All components were removed. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.